Event description:
It was reported that during a daily check, the cardiosave intra-aortic balloon pump (iabp) unit experienced a power failure. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during daily checks the cardiosave intra-aortic balloon pump (iabp) batteries would not charge. There was no patient involvement or harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the pump console was not fully engaged into the cart. The fse docked the console properly. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- medical device ¿ problem code.